Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip causing damage could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, dilated heart and aortic valve replacement for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During positioning of second clip for grasping, first mitraclip opened to 100 degrees due to clip interaction. For stabilization of first clip, an attempt was made to implant third mitraclip. Interaction of third mitraclip with first and second mitraclip was observed while grasping and positioning of the clip. A single leaflet device attachment (slda) occurred from septal leaflet for both first and second mitraclips due to the interaction. The third mitraclip was removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. On (B)(6) 2025, it was informed that patient passed away.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, dilated heart and aortic valve replacement for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During positioning of second clip for grasping, first mitraclip opened to 100 degrees due to clip interaction. For stabilization of first clip, an attempt was made to implant third mitraclip. Interaction of third mitraclip with first and second mitraclip was observed while grasping and positioning of the clip. A single leaflet device attachment (slda) occurred from septal leaflet for both first and second mitraclips due to the interaction. The third mitraclip was removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. On (B)(6) 2025, it was informed that patient passed away.